Manufacturer narrative:
Device evaluated by MFR.:the complaint device was returned for analysis. Unit returned in a generic plastic bag with a cd, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with upn provided by the customer. The device has the distal tip bent, the body kinked and distal tip detached (it was located at 298,5 cm from proximal end, the fragment detached was not received). The outer diameter (od) of the distal tip, middle of the device and proximal section are all within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the tip of the 300cm j-tip pt²¿ guide wire broke inside the balloon catheter and was completely removed from the patient's body all together.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guidewire tip detachement occurred. A 300cm j-tip pt²¿ guidewire was advanced to cross the lesion. The physician attempted to introduce the device through the tibiofibular trunk but was unsuccessful. The device was removed and it was noticed that the tip broke. The procedure was not completed due to unavailability of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the tip of the 300cm j-tip pt²¿ guide wire broke inside the balloon catheter and was completely removed from the patient's body all together.